Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to contact technical support again if the issue reappears.